Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes will be made during patient's next in-clinic visit.

Event description:
New information received notes that when the asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed. Previously, programming changes were made. Device was reprogrammed again.